Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the re was liquid leakage from battery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515047501, lot number z000008070, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. However, photos provided by the customer show that the battery pack had failed because a battery had leaked. This caused corrosion of the battery contacts. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. While the event was confirmed through the provided photographs, it is unknown from the information provided how the battery failure occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.